Event description:
Correction: the following previously reported information does not pertain to this event: [on (B)(6) 2014, the erv was 9.7ml and the hcp aspirated 9ml.] It was later reported that, at the time of this report, the patient was doing well and was "back on track".

Event description:
It was reported that, on (B)(6) 2014, the expected residual volume (erv) was 4.3ml and the healthcare provider (hcp) aspirated 4.2ml. One month later, the erv volume 7.4ml and the hcp aspirated 6ml. On (B)(6) 2014, the erv was 9.7ml and the hcp aspirated 9ml. On (B)(6) 2014, the erv was 0ml and 15.2ml was dispensed. On (B)(6) 2014, a pump refill occurred. At this time, the erv was 4.4ml and 3.2ml was aspirated. The device system was used to deliver fentanyl and clonidine. The cause of this event, troubleshooting/diagnostics, interventions/treatment, patient symptoms, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).